Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the serial number of the meter is unknown; hence device manufacturer date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that on (B)(6) 2014 customer noticed a "dark stain over the numeric characters" on the screen of customer's adc blood glucose meter. Customer reportedly self-presented to a local healthcare facility where a reading of 350 mg/dl was obtained via an unspecified hospital device. Customer was diagnosed with hyperglycemia and treated with an insulin injection. There was no report of death or permanent injury associated with this event.